Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 18x1-1/2 rb had foreign matter. The following information was provided by the initial reporter: material#:305918, batch#:4248114. Good afternoon, we have had two needles of this lot with sediment in them. I'm not sure if there is anyone else who has found this or not or if there is someone, I should report this to? We aren't sure what the sediment is but it's black and flaky. Additional information provided: there was no patient harm or injury from this. The team saw the debris and were able to avoid use for patient care needs.

Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. Two photos were provided to our quality team for investigation. One photo shows a needle assembly without packaging, containing a dark-colored particle inside the plastic shield. The other photo depicts the top web of a blister package. No additional information could be obtained from the photos. Based on the investigation and photo analysis the symptom reported is confirmed. Without an actual sample analysis, a probable root cause cannot be determined. Furthermore, a device history record review was completed for provided lot number 4248114. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.